Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly electing explant surgery. The recipient is reportedly a non-user of the device. Explant surgery is scheduled.

Manufacturer narrative:
The recipient reportedly healed. The recipient will not be re-implanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3. The recipient's device was reportedly explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.